Event description:
Customer reported that when he attempted to perform a test with his meter, the test did not start. He further reported that on (B)(6) 2011 at 4:10 pm he obtained a reading of 84 mg/dl on his adc blood glucose meter. He further reported that after that he did not know what happened, except that he was feeling dizzy, faint and eventually lost consciousness. His brother was assisting him and noticed there was blood in the port and when he attempted to perform another test, the test would not start. It was further reported his brother tried to wake him up, but he would open his eyes and then "go right back to sleep". No third-party emergent medical intervention was required. Customer's brother gave him apple and orange juice to drink. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.